Event description:
It was reported that ongoing intermittent occlusion alarms occurred. As a result, customer went to the emergency room (ER) with a blood glucose (bg) level of 384 mg/dl to high; cause was unknown. Customer was treated with insulin and released on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, the customer continued to use pump for insulin therapy.